Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis showed the lead was cut through the outer insulation material at 19cm distally. Primary analysis findings indicate the lead functionally normal.

Event description:
It was reported, during an implant procedure, there was inability to obtain capture below 5v in atrium, which was large, and fixated into appendage. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.